Manufacturer narrative:
The beckman field service engineer (fse) verified the event via telephone and identified quality control (qc) recovered within specification and reagent supply confirmed during the event. The fse identified the sample probe was at ¿end of life¿ and needed to be replaced. The fse installed a new sample probe resolving the reported event. The instrument was verified with daily checks, repeatability, and qc. All recovered within specification and without error. Bec internal identified - case (B)(4).

Event description:
The customer reported that one patient sample recovered with high rbc, hemoglobin (hgb), hematocrit (hct) and platelet (plt) results when cycled on the dxh560 al hematology instrument (pn: b40603/serial# (B)(6)) compared to a rerun on an alternate instrument. There was no report of erroneous results being released from the laboratory. There was no report of death, serious injury, delay or change to patient treatment or diagnosis. Printouts of the event not provided.